Event description:
Clinical study same case as 6000089-2006-01745, 6000089-2006-01746 it was reported that 2 days after a coronary drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st), myocardial infarcation (mi), and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75mm, 99% stenosed, 42mm long portion of the left anterior descending (lad) artery. The physician treated the lesion with predilatation and successful placement of 3 taxus liberte' (2.75x32mm, & 2 2.75x8mm) drug eluting stents in the target lesion with an unknown overlap. There were no reported complications. The patient was discharged the next day on plavix and aspirin. The day after discharge, the patient experienced a st, and q-wave mi. The physician treated the patient with a pci and a tvr by placing a guidant vision in the target lesion with resolution of the patient's symptoms. In st, mi and tvr to the taxus liberte' stent is definitely related. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.